Event description:
The customer reported the vertical column will not move up or down. The problem occurred during inspection by inhouse biomeds. No pt involvement was reported.

Manufacturer narrative:
The ge service rep replaced the power supply.